Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the pump. Customer performed the displacement test and the test was passed. Customer performed self test and the test was passed. Customer stated that alarm occurred during bolus delivery and after the bolus delivery the self test did not passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.